Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a dose increase on (B)(6) 015 (tuesday) and since 2015(wednesday) been feeling lethargic, difficult to arouse and sleeping 20 hours. Overdose was reported. The patient arrived to the emergency room on (B)(6) 2015. It was reported that the symptoms were attributed to drug effects, the patient was sensitive to medications. The healthcare provider (hcp) wanted to interrogate the pump. They were going to try and locate a programmer. There was no troubleshooting interventions or other actions taken. The patient recovered without permanent impairment. The pump system was delivering morphine.